Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, while depressing the plunger, it "shot back out" of the device. The device was removed and the foot plate was observed to be broken into two pieces, with no missing portions. Manual compression and a non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4) evaluation summary: evaluation of the returned device found that the needle plunger remained inside the device, the foot remained fully open, and both cuffs successfully captured the needles, contradicting the reported experience. Additional information was received which indicated that the device was intentionally manipulated after the procedure. Inspection of the returned device revealed that the posterior cuff failed to be ejected completely out of the posterior foot pocket after successfully capturing its needle during needle deployment. This is indicative of an incomplete blow-through caused by not fully deploying the plunger until the collar of the plunger makes contact with the proximal end of the body as instructed in the instructions for use (IFU). The anterior cuff captured the needle but also remained in the pocket as the plunger was not retracted. The posterior foot was broken as reported. The posterior foot pocket contained the posterior cuff with broken posterior needle. This is consistent with pulling out the device without retracting the needle plunger and closing the foot which is contradictory to the steps described in the IFU. Based on our investigation, the root cause for the broken posterior foot and needle tip is incorrect technique as the needle plunger was not fully deployed to eject the posterior cuff out of the posterior foot pocket and the device was forcibly pulled out of the patients anatomy while the needle plunger was still inside the device and the foot was still open. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no similar incidents with reported failure to deploy the needle plunger and broken foot.